Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when atrial fibrillation detection was turned off and the implantable cardiac monitor was re-interrogated, the episode had not ended. No patient complications were reported as a result of this event.